Event description:
It was reported that during an unknown procedure, it was observed that the device would not fire; and they could not open the jaw. Used rbrb and manual override to open the jaw and removed the device. Changed to a new one to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 6/08/2026 d4: batch # 813d73. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with a gst60b reload loaded on the device. The reload was received fully fired. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, the device was noted to be nonfunctional. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, evidence of corrosion was noted on the motor. No functional testing could be performed due to the returned condition of the motor. One possible cause for this condition may be exposure of cleaning solutions. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch number, a9956c, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 813d73, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.